Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified shunt limb. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during the fifth inflation at 24 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.